Event description:
The pt experienced a loss of therapeutic effect, stimulation in the wrong location and no stimulation. She felt more pain and a shocking/jolting sensation when her neurostimulator (ins) was turned on. The pain also felt as numbing and her veins puffed up when the ins was turned on. On (B)(6) 2010 she could not feel her leg and it caused her to fall. She has pain down her leg and around the device. The ins stopped working for her left leg. Her symptoms started following the fall. She was at home. Additional information has been requested.

Manufacturer narrative:
(B)(4).